Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope forceps elevator had foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the issue of foreign material that remains on the forceps elevator, the type of material and a probable cause for it to remain on the device could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.